Manufacturer narrative:
Per investigator evaluation, there was no allegement against the bard/bd device. Hence, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system could cause urinary tract infection. It was unknown if the device contributed to the urinary tract infection at this time. Per follow-up via phone received on (B)(6)2021, it was reported that patient never had a purewick system. However, in the hospital they advised that the system caused urinary tract infection. It was unknown what medical intervention was given for urinary tract infection. Per follow-up via phone on (B)(6)2021, patient never had a purewick system. Patient used it in the hospital and the hospital advised them that the system causes urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system could cause urinary tract infection. It was unknown if the device contributed to the urinary tract infection at this time. Per follow-up via phone received on 08jul2021, it was reported that patient never had a purewick system. However, in the hospital they advised that the system caused urinary tract infection. It was unknown what medical intervention was given for urinary tract infection.